Event description:
On 03/10: customer reports via fax; (B) (6) having a CT abdomen/pelvis without and with contrast. Injector was loaded with optiray 350, injection protocol of 2.5ml/sec for 73ml volume. Patency checked. The injector began to inject contrast. The patient complained of pain at the injection site. Injection was stopped. Approximately 30-40ml of contrast was injected. Patient was treated with warm compresses. Facility indicates unknown patient outcome because, they do not track the patient outside the department. No other information made available by the facility staff.

Manufacturer narrative:
Pending investigation. Upon receipt of the investigation report, a medwatch 3500a supplemental report will be submitted.